Event description:
The facility representative reported a colleague infusion pump which experienced failure code 806:10. It is unknown when this event occurred. Device evaluation confirmed the reported condition, which interrupted delivery. There was no patient injury or medical intervention necessary. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a failure code 806:10. The root cause could not be determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4).